Event description:
It was reported that the lead experience clavicular crush which led to insulation damage. The damage was identified due to impedance measurements greater than 4000 ohms, oversensing and high thresholds. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device has now been returned to the manufacturer. Evaluation summary: the lead was partially returned in segments, analyzed and the distal conductor fractured. It was noted that all the conductors were distorted, all the conductors are cut, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached (clavical crush), the lead was crushed, all the insulators were breached cut and there was a white substance on the outer insulation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has now been returned to the manufacturer. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.